Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital. The reason for the hospitalization was not reported. Pump therapy was discontinued during hospitalization. Upon resuming pump therapy, tandem technical support (cts) assisted the customer with successfully loading a cartridge. Customer declined to provide further information regarding the hospitalization and declined further assistance from cts. Customer's blood glucose at the time of the report was 123 mg/dl.